Event description:
A customer reported ongoing problems with a baxter primary administration set. The collar on the luer end of the baxter tubing will unwind and solution leaks out from the maxplus valve. No pt harm or medical intervention was reported. Although requested, no further info was provided.

Manufacturer narrative:
(B)(4). The customer has indicated the affected device would be returned fro evaluation but has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.